Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03511, 03512 and 03514 for the other associated device info. It was reported to boston scientific corporation that seven resolution clip devices were used during a procedure performed in 2009. According to the complainant, during the procedure, three clips deployed as designed. Four clips, advanced out of the sheath properly prior to the procedure, but when they were each put into the endoscope, the clips would not advance in all four cases. The scope was straightened, but the clips still did not advance. The procedure was completed with the three deployed clips. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified a supplemental medwatch will be filed.